Event description:
Additional information received from the patient reported that his symptoms showed when they turned the stimulator off because they did not known if the accidental electrical shock damaged the unit. He was assured the unit was working well by health care provider (hcp) and he turned the unit back on. The shocking had been resolved. He had finished the electrical project that caused the accidental shock. He was feeling back to normal and consulted with his hcp about this situation.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that he was changing out an electrical plug on (B)(6) 2015 and was suddenly shocked about five times while doing that. The device was off and he did not want to turn it back on. It seemed to him that his therapy may have gotten erased as he was experiencing tingling in his tongue, his right hand was trembling intermittently every five minutes, left hand tremor, headaches by his eye socket, it was harder to control his speech during conversations, and reduced ability to reason. The patient intended to follow-up with his healthcare provider (hcp) to see if the shocking from the electrical plug affected his system. The patient's indication for use was movement disorders. No interventions were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information was received from a patient. It was reported that the implantable neurostimulator (ins) was off and that is why the patient was experiencing the reported symptoms. The symptoms resolved once the health care provider (hcp) said it was ok to turn the ins back on. If additional information is received, a follow-up report will be submitted.